Event description:
It was reported the patient hadn¿t charged for 30 days and stopped feeling stimulation on (B)(6). The patient was unable to adjust stimulation using the patient programmer (pp). It was recommended that the patient charge the implantable neurostimulator (ins). The patient further reported the implantable neurostimulator recharger (insr) wasn¿t charging and the connector was broken. As a result the patient was unable to charge. No patient injury reported. Upon device return, analysis found the connector was broken. The cable assembly with the broken connector was replaced. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4). Broken connector / cable assembly.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).